Event description:
It was reported that in (B)(6), a 20 min procedure ended up taking three hrs due to the continued "clogging" of the device. No pt injury was reported. The device was reported to be discarded by the user facility. Multiple attempts were made to obtain add'l info regarding the pt, the event and the device, but no add'l info was provided. A supplemental report will be sent if add'l info is rec'd.

Manufacturer narrative:
The device was reported to be a reprocessed arthrocare arthrowand, but no model number was provided. The device was returned to the MFR as of the date of this report and was reported to be discarded.